Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The patient was admitted due to acute coronary syndrome with elevated ckmb or positive troponin. Lesion 1 was a denovo, 95% stenosed lesion located in the ramus. The physician predilated the lesion and implanted a 2.5x24mm taxus liberte stent. Timi3 flow was maintained. The lesion was post dilated. Lesion 2 was a denovo 75% stenosed located in the 1st obtuse marginal timi flow 3 pre and post dilated. The physician implanted a 2.5x23mm promus stent. Post procedural residual stenosis was 0%. In february 2011, the patient was diagnosed with the event of recurrent angina and was admitted to the hospital with recurrent angina and no EKG or cardiac enzymes abnormality. The patient was re-catheterized which revealed progressive disease. The patient received stents to the ramus and left circumflex. The event is reported as resolved and the patient discharged.

Event description:
It was further reported that the patient's previously reported angina was experienced in (B)(6) 2011, not in (B)(6) 2011. The patient was admitted with a 3 day history of angina. The patient's chest pain was intermittent, and was described as an aching that was located in the retrosternal chest area. The patient took nitroglycerine and had become dizzy. The patient's electrocardiogram revealed no st-t wave changes. The patient's cardiac catheterization reported normal left ventricular systolic function, ejection fraction estimated at 55-65%, mild mitral regurgitation and moderate coronary calcification. The final diagnosis revealed severe restenosis in the first diagonal stent in addition to severe ostial disease in the first diagonal and successful intervention to the first diagonal with re-stenting using a drug eluting stent and balloon angioplasty of the ostial diagonal lesion. The patient's cardiac enzymes reported troponin I 0.01 ng/ml (with reference range: <0.04 ng/ml) and creatinine 1.1 mg/dl (with reference range: 0.5-1.3 mg/dl). The patient was discharged in stable condition.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6)-2011 to (B)(6)-2011. (B)(4).